Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: respiratory problems, anaphylactic reactions, mental and emotional distress, both permanent and life threatening.